Manufacturer narrative:
Investigation results completed on a smiths medical syringe infusion pumps/medfusion 3500 . The complaint of motor alarm error was confirmed in the event log, in addition to problem was able to be duplicated with occlusion tests. Actions were taken to replace the worm coupling and worm gear. The device arrived in good overall condition. Device passed all functional and delivery tests. Unknown the cause of the event and reported parts were 2.5 years old.

Event description:
Information received a smith medical medfusion 3500 pump displayed motor rate error. No adverse patient events reported.